Event description:
A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery chhttps://emdr.FDA.gov/emdr/formredaction/d11.jsfarger problem) was isolated to the bga failure of pld component u1003 and pxa component u104 on the c/a board. Additionally, there was contamination found on the battery board pca. The charger was experiencing resets. The root cause for the u1003 and u104 failure could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.